Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the monitor¿s wall-mounted bracket/plate has come out and the monitor fell. The device was not use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and found that the monitor stand was disengaged from the wall due to physical damage. The fse fixed the stand with an anchor bolt and confirmed that the stand was properly secured to the wall. The device was not in use at the time of the event, and there was no device failure. The system meets specification for the performed service and was returned to use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.